Event description:
Lead management case to extract two leads due to cied system/pocket infection. Both leads were prepped with lld ezs. The physician attempted to extract the ra lead first with traction alone but the lead tip would not come free from the cardiac wall. It was noted at this point that the patient's systolic blood pressure was in the 80's. The physician continued the extraction to the rv lead using a 16f glidelight. Upon reaching the distal coil of the rv lead with the glidelight, the patient's blood pressure dropped into the 50's. The lead was freed but the glidelight was kept in place during evaluation of tee. A very small effusion was noted along with fluid in the right chest. A sternotomy was performed discovering a tear from the svc to the innominate. The injury was repaired successfully. The ra lead was removed surgically during the sternotomy and the patient survived the intervention.

Manufacturer narrative:
(B)(4).